Event description:
Pt receiving dialysis when staff noted bleeding at catheter site. Dialysis stopped. Pt complained of shortness of breath soon afterwards. While aspirating from catheter line air bubbles noted. Pt admitted inpatient for acute care. Tesio dialysis catheter removed and replaced. Pt discharged home in stable condition. Catheter was originally placed in 2005. Unable to provide lot # as this info is unavailable.